Event description:
Medtronic provided the following information: it was reported that during use of the sphere catheter with the affera system for a cardiac ablation procedure on the cavotricuspid isthmus (cti), a patient was in tachycardia, and during radiofrequency delivery on the cti, ventricular fibrillation occurred three times at different locations, requiring cardioversion each time. The procedure was temporarily interrupted. The case was completed. No further patient complications have been reported as a result of this event. The biotronik serial number was unable to be obtained. Should additional information be received this file will be updated.

Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn based on available information at the moment. The file is closed. The investigation will be re-opened should additional data become available.